Event description:
Medtronic received information that prior to use this hms plus instrument's controls were failing high with dashes instead of results. The customer stated that the instrument was working prior to it being bumped back into position on top of the pump where it was normally sitting. The instrument was changed out with a backup and there was no resulting adverse patient effect. Medtronic service suggested that the customer properly the secure cord/s, re-boot the instrument and try to run controls again.

Manufacturer narrative:
Device evaluation summary: the reported controls were failing high with dashes instead of results was not verified during service. Medtronic service ran several tests and could not find anything mechanically wrong with the instrument. The instrument was functioning normally. Medtronic service asked the customer to run wet quality controls, there were no failures and the results were perfect. During discussion, it was revealed that there may have been compromised cartridges with flags that had been released without explanation. Medtronic service and the customer checked other boxes for cartridges with loose flags and could not find any. Medtronic service spent some time discussing the operation of the instrument and how the flags are released by the action of the reagent drive. The customer took notes and pictures for reference. Conclusion: complaint not confirmed for the hms plus instrument failing controls high with dashes instead of results. Medtronic service ran several tests and could not find anything mechanically wrong with the instrument. The instrument was functioning normally. Medtronic service asked the customer to run wet quality controls. There were no failures, and the results were perfect. During the discussion, it was revealed that there may have been compromised cartridges with flags that had been released without explanation. Medtronic service and the customer checked other boxes for cartridges with loose flags and could not find any. Medtronic service spent some time discussing the operation of the instrument and how the flags are released by the action of the reagent drive. The customer took notes and pictures for reference. No patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. No further actions to be taken at this time. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.